Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported the unspecified bd ecplipse experienced safety shield failure e.g. Shield breaks off from needle . The following information was provided by the initial reporter. The customer stated: "it was reported to us through a bd employee that the nurse who took his blood complained about the safety shield falling off the eclipse needles. Few days back I had blood drawn at home by a trained nurse . His feedback was the failure rates on safety shield (falling off prematurely before activation) is 7-8 out of 10 product used."